Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4) , implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4) , implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4) , implanted: (B)(6) 2015, product type lead. (B)(4) .

Event description:
A manufacturing representative (rep) reported that the patient had a lead revision in (B)(6) 2015. Details about the revision were unknown. It was noted that the patient had a history of spinal pain. Further follow-up is being conducted to obtain more information about the revision. If additional information is received, a follow-up report will be sent.